Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h122 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot h122 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. The smart card has not yet been received. A supplemental report will be filed when the analysis is complete.

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 200 ml of whole blood was processed when the break occurred. The customer stated the patient was stable and started a new treatment on another instrument. The customer discarded the kit; however, has returned photographs and will be returning the smart card for investigation.

Manufacturer narrative:
Photographs were provided by the customer for evaluation. The smart card was not returned. A review of the photographs verify a centrifuge bowl break had occurred during patient treatment. Broken pieces of the inner and outer centrifuge bowl are visible at the bottom of the cellex instrument's centrifuge chamber. The base of the outer centrifuge bowl is still contained within the cellex instrument's centrifuge bowl holder indicating the centrifuge bowl assembly did not dislodge from the centrifuge bowl holder. In addition, a large piece of the outer bowl is still connected to the centrifuge bowl base. A material trace of the centrifuge bowl assembly and its components used to build lot: h122 found no related non-conformances. A device history record review of kit lot: h122 did not identify any related non-conformances. Kit lot: h122 had passed all lot release testing prior to product distribution. The root cause of the centrifuge bowl break could not be determined based on the available information. No further action is required at this time. Mc: 046528. P.t. 13-jan-2020.